Manufacturer narrative:
A review of the device history record for this device could not be conducted because the lot number was not provided.

Event description:
After debulking the right femoral artery with the turbohawk, the decision was made to debulk the bifurcation of right external iliac artery (reia) and the right internal iliac artery (riia) to minimize risk of compromise to the riia with stenting. After a single pass of the turbohawk without difficulty, a perforation on the reia was noted. Measures were taken to control bleeding, including attempts to deploy a covered stent. The bleeding from the reia was never completely controlled and the pt was ultimately sent urgently to surgery for repair. According to the physician the pt expired 3 days after procedure due to renal failure.